Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due a faulty cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that were identified. This issue is addressed in the instructions for use (IFU): "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair¿." Pg. 38. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning. Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 17. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using the camera head there were intermittent error messages (e215-scope data error and e224-camera head communication error), a dark image when connected, and "storybooks in all four corners of screen". The issue occurred during preparation for use, and the therapeutic procedure was completed with a similar device without delay. There was no patient harm associated with the event.